Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath hole prior to a bypass interventional procedure. The suture of the first proglide device was successfully pre-placed without issue. Reportedly, after suture placement of the second proglide device, the foot would not close and the device could not be removed. The patient was taken to the operating room where the device was surgically removed. The suture of the first proglide device was intentionally removed at this time. The bypass procedure was completed using the 8f sheath. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure due to the surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.